Manufacturer narrative:
Result of investigation: service technician was able to verify customer's reported problem "high o2 pressure alarm". Bench testing revealed flow valve is creating the non-conformance. Replaced flow valve with a good known test flow valve and vent passed tidal volume & flow performance.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 ventilator is unable to reset high oxygen pressure. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.